Event description:
A distributor in france reported a malfunction of a pump on august 26, 2025. There was no provided information regarding the blood glucose value at the time of the incident. As part of the corrective action, the device was set to be returned for inspection, with an expected return date of (B)(6) 2025, and a replacement pump with serial number (B)(6) was provided.